Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2006, the patient underwent a surgery with diagnosis of 1. Impingement syndrome, right shoulder. 2. Acromioclavicular joint arthrosis, right shoulder. 3. Possible torn rotator cuff. Procedure: 1. Diagnostic and operative arthroscopy of right shoulder with arthroscopic subacrornial decompression. 2. Open mumford procedure. On (B)(6) 2008, the patient presented for a followup visit. On (B)(6) 2008, the patient underwent a surgery with diagnosis of herniated nucleus pulposus, c5-c6 and c6-c7 on right, with radiculopathy. Procedure performed: l. Anterior cervical diskectomy, c5-c6 and c6-c7 on right, with decompression of spinal cord and nerve roots. 2. Anterior cervical interbody arthrodesis, c5-c6 and c6-c7, using fibular allograft and rh-bmp2/acs. 3. Application anterior cervical plate. 4. Use of zeiss operating microscope. 5. Intraoperative neurophysiologic monitoring. Per op-notes, the c5-c6 disk was templated to a 7 mm lordotic allograft, and this was taken, filled with rh-bmp2/acs and placed into the disk space, with a good fit, fill and distraction. The c6-c7 disk similarly was sized to an 8 mm fibular lordotic, which was placed into the disk space, also with good fit, fill and distraction. The patient was discharged with diagnosis of status post anterior cervical decompression fusion c5/c6/c7. On (B)(6) 2008, the patient presented for follow-up with complaints of pain in back, chest, in between shoulders, pain on stenosis, right shoulder. On (B)(6) 2008, the patient presented for a followup visit. On (B)(6) 2008, the patient presented for follow-up with complaints of pain while laying down and sleeping. On (B)(6) 2008 <(>&<)> (B)(6) 2008, the patient presented for follow-up with complaint of intrascapular discomfort. The x-rays of patient in ap and lateral view showed good alignment and position of the graft and plate. On (B)(6) 2008 <(>&<)> (B)(6) 2008, the patient presented for follow-up. The x-rays of the patient in ap and lateral view showed good alignment and position of the graft and plate. On (B)(6) 2008 <(>&<)> (B)(6) 2008 <(>&<)> (B)(6) 2009, the patient presented for a followup visit. On (B)(6) 2009, the patient presented for office visit with complaints of t-spine and right shoulder blade pain. Review of systems showed musculoskeletal: complaints of upper back pain, decreased motion, stiffness. On(B)(6) 2009, the patient presented for follow-up with complaints of low back pain. The x-rays and MRI showed fusion at 4-5 with multiple endplate changes and disc degenerative disease, facet changes are also noted. Assessment: I. Post lumbar laminectomy low back pain with radiculopathy. 2. Mid-thoracic spine pain. On (B)(6) 2009, the patient underwent surgery with diagnosis of 1) post lumbar laminectomy radiculopathy. 2. Thoracic spine pain with radiculopathy. Operative procedure: 1. Fluoroscopically-guided thoracic epidural injection t4-5 with epidurogram. No patient complications. On (B)(6) 2009, the patient presented for evaluation. Assessment: chronic intractable post lumbar laminectomy low back pain radiculopathy. On (B)(6) 2009, the patient underwent surgery with diagnosis of post lumbar laminectomy intractable low back pain with radiculopathy. Operation: 1. Fluoroscopically guided cannulation of subarachnoid-spinal space at l3-l4 with placement of thin wall spinal catheter advanced into the subarachnoid space at t11-t12. 2. Diagnostic myelography with radiologic supervision and interpretation. 3. Spinal opioid bolus dose of 0.05 mg of preservative free morphine into the subarachnoid space. 4. Incision, subcutaneous dissection an t ne ling f spinal catheter to the right flank exiting 6 cm, closure of midline incision with non-absorbable suture, pursestring nonabsorbable suture securing catheter to the back, benzoin, steri-strips and op-site dressings were placed. 5. Interface spinal catheter with external device to deliver by simple continuous infusion of preservative free morphine at 0.2 mg per day. The patient was discharged on the same day. On(B)(6) 2009, the patient presented for followup for evaluation post spinal opiod trial. Assessment: 1. Post lumbar laminectomy - postcervical laminectomy syndrome with intractable radiculopathy. 2. Status post spinal opioid trial. On (B)(6) 2009, the patient underwent a surgery with diagnosis of post cervical and lumbar laminectomy intractable pain with radiculopathy. Operation: 1. Fluoroscopically-guided cannulation of subarachnoid/spinal space at l3/4 with 15-gauge spinal needle, using a left paramedian approach, with the long axis. With csf flow, placement of thin-walled spinal catheter, advanced under imaging to t12/l1. 2. Diagnostic myelography with radiologic supervision and interpretation. 3. Spinal-opioid-bolus dose of preservative-free morphine at 0.05 mg into spinal space. 4. Incision, subcutaneous dissection and anchoring of spinal catheter to supraspinous fascia with anchoring device and non-absorbable suture. 5. Incision, subcutaneous dissection and creation of subcutaneous pouch at left posterior superior gluteal margin for placement of pump identified as programmable. 6. Tunneling between pouches, placement of external portion of spinal catheter into pump pouch, trimming of catheter, interfaced to pump with a connector. 7. Anchoring of pump to posterior fascia of pouch at three points using pump eyelets and non-absorbable suture; placement of pump into pouch; placement of spinal catheter into respective pouch. 8. Closure of incisions with vicryl for fascia, staples for skin, resulting in full subcutaneous placement of spinal catheter and programmable pump; appropriate dressings placed. 9. Programming of pump to deliver by simple continuous infusion, preservative-free morphine at 0.2 mg per day. Appropriate dressings placed; patient transported to the recovery room until stable. Per op-notes, a tunneling tool was used to connect the two pouches and carry the external portion of the spinal catheter into the pump pouch. The catheter was then trimmed and interfaced with the pump by way of a connector. The pump was secured to the posterior fascia of the pouch with non-absorbable suture at three points using the pump eyelets. The spinal catheter was placed into its pouch; the pump was already in its pouch. The patient was discharged on the same day. On (B)(6) 2009, the patient underwent a surgery with diagnosis of 1. Post lumbar laminectomy intractable low back pain with radiculopathy. 2. Non-functional spinal-opioid infusion system with spinal catheter and programmable pump. Operation: 1. Incision, subcutaneous dissection and revision of spinal catheter; removal of segment from spine to pump; placement of new segment from pump to spine, spliced or revised into the indwelling segment. 2. Incision, subcutaneous dissection and exteriorization of programmable pump, with removal of indwelling catheter component to pump; replacement with new spinal-catheter component, revised to indwelling catheter revision of pump pouch. 3. Diagnostic myelography with radiologic supervision and interpretation. 4. Programming of pump to deliver by simple continuous infusion, preservative-free morphine at 0.2 mg per day. The patient was discharged on the same day. On (B)(6) 2010, the patient presented for office visit with complaint of a lump on top of his left foot. On(B)(6) 2010, the patient presented for followup with complaints of pain in cervical and thoracic region. Review of systems showed he has insomnia, unhappiness.